Manufacturer narrative:
Result: motion interrupt pan not properly secured, skewed, and the foot right motion interrupt switch was activated.

Event description:
It was reported by service report that the bed was stuck at high height on both (foot and head) lift motors. It is unknown if there was patient involvement or adverse consequences to report.